Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier has been returned and evaluated by the failure analysis team. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier would not hold clip. The procedure was completed with no reported injury.